Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made. Per medical records review about 1 year 2 months post implant of ventralight st mesh, patient was diagnosed with hernia recurrence thereby had medical intervention. The instructions-for-use supplied with the device lists abdominal hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2018. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralight st. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2018 -patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralight st mesh. Per operative notes, ¿incisional hernia related to previous robotic prostate surgery was found and this was in right iliac fossa. The hernia sac was excised, and a plane was created between the sheath and the peritoneum. The peritoneum was closed over and a ventralight st mesh was placed with the sheath and sutured.¿ between (B)(6) 2019 to (B)(6) 2021 -patient had recurrent hernia, abdominal pain and took oramorph medication.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralight st. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.